Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16982. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2462487 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5381037 was manufactured according to the work instruction (wi) version 86 and packaging in the multivac 10, on 07-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually hospitalized on (B)(6) 2025 due to hyperglycemia event. The patient was in emergency room for 12 hours.the blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin.the patient was positive for ketones.the patient was released from the hospital on the same day. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.